Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.5/1.0/091 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to glare and haloes and the patient feeling uncomfortable and could not tolerate. After repeated communication, the patient still insisted on removing the lens. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).